Event description:
During evaluation of a returned homechoice machine, two increased intra-peritoneal volume (iipv) events were identified which occurred in the therapy initiated on (B)(6) 2012 23:18:02. During night drain cycle four, the patient's ultrafiltration reading was 2638ml, indicating the home patient (hp) drained 2638ml more than their maximum programmed fill volume of 2200ml. This information meets iipv criteria. No additional information is available.

Manufacturer narrative:
(B)(4). The device was returned to baxter, and the evaluation is complete. This complaint is an ancillary service event opened during investigation of (B)(4). Review of the device's therapy log revealed the user had an ultrafiltration (uf) volume of 2638 ml during therapy initiated on (B)(6) 2012 at 23:18:02, which was suspected to be an increased intraperitoneal volume (iipv) of fluid. An iipv is any therapy where the patient volume exceeds 160% of the maximum prescribed cycle fill volume, as defined in the (B)(4) clinical hazards list. Review of the event log revealed that cycle four received a partial fill. Cycle four drain was completed on (B)(6) 2012 at 07:07:43 and the user's actual drain volume during cycle four was 3010 ml. The actual drain volume of 3010 ml is 136.8% of the largest prescribed fill volume (lpfv) of 2200 ml; therefore, this incident does not meet iipv criteria. If any additional information is received, a follow-up will be sent.

Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently in the process of being evaluated. A follow-up MDR will be filed upon completion of the evaluation or if any additional details become available.